Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.

Event description:
The user facility reported that the device was in use with a pt with chest infection/ empyema on high frequency oscillary ventilation. High co2 levels and respiratory acidosis were observed after the tube had been in situ for unk amount of time. The user facility was unable to pass a suction catheter past 14 cm due to a kink in the tube at the back of the pt's mouth observed by laryngoscopy. After the tube was straightened, pt's co2 levels improved. The device was subsequently replaced; after removal of the device, the user facility observed a slight indentation in the tubing. No permanent adverse effects to the pt were reported.